Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) with reports of experiencing a syncopal episode. Upon review, it was found that the syncopal episode was correlated to the patients underlying ventricular arrhythmia. The device administered appropriate anti-tachycardia pacing (atp) therapy for the patients ventricular tachycardia (vt). The atp successfully converted the ventricular arrhythmia. In addition, further troubleshooting was performed including the patient undergoing a chest x-ray. The chest x-ray identified that the right atrial (ra) lead had become dislodged. The ra lead was exhibiting loss of capture, low p waves, and high thresholds. The plan was to transfer the patient to another health care facility where they would undergo a vt ablation and ra lead revision. Subsequently, this right atrial (ra) lead has been explanted and replaced. In addition, it was reported that the lead was crimped and the lead length and positioning was not optimal for the patient. No additional adverse patient effects were reported.